Manufacturer narrative:
The initial was submitted under a wrong manufacturing site. This report should be voided, as it was submitted in error. An updated report will be submitted under the corrected manufacturing site.

Event description:
The initial was submitted under a wrong manufacturing site. This report should be voided, as it was submitted in error. An updated report will be submitted under the corrected manufacturing site.

Manufacturer narrative:
(B)(4). Concomitant products: unknown m/l taper stem, unknown versys head, unknown liner , unknown cup. Multiple reports were submitted along with this report 0001822565-2021-02964, 0001822565-2021-02982, 0001822565-2021-02991. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device not returned for evaluation.

Event description:
It was reported that the patient is being indicated for a revision due to unknown reasons approximately 11 years post implantation. No further event information available at the time of this report.